Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved system on (B)(6) 2008. According to the complainant, the patient experienced pain, disfigurement and disability. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.